Manufacturer narrative:
A visual examination found that the tip of the device was damaged (ripped) and the working length was torn all the way from the c-channel to the distal tip. The ro marker was not present and not returned. An examination of the working length found evidence indicating the ro marker had been properly placed inside the lumen during manufacturing. The condition of the returned incident device was consistent with the reported event tip damaged. The investigation further revealed that the working length was split all the way from the c-channel to the distal tip which caused the ro marker to no longer be secure inside the guide wire lumen. An examination of the working length found witness marks indicating the ro marker had been placed inside the lumen during manufacturing. It is most likely that during the preparation the device, the tip could have been smashed due to the interaction with the scope, the interaction with other devices or due to excessive manipulation of the device by the user. It appears the user pulled the guidewire through the guidewire lumen tearing the extrusion to the distal tip. Therefore, due to anatomical/procedural factors encountered during the procedure, the most probable root cause of this complaint is operational context. A review of the device history record (DHR) was performed; no deviations were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a tandem rx cannula was used during a bile duct self-expandable metallic stent (sems) procedure performed on (B)(6) 2017. According to the complainant, the cannula tip was found to be broken during the procedure. Reportedly, ii was suspected that the cause was the excessive tension applied when pulling out the cannula. The procedure was completed with another tandem rx cannula. There were no patient complications reported as a result of this event. No patient injury was reported at the conclusion of the procedure. This event has been deemed a reportable event based on the investigation results; ro marker detached.